Event description:
Approximately four month ago the end user sustained abrasions and soft tissue damage to the right toe after the power wheelchair ran over his foot. Allegedly, the joystick was not responding and then unintentionally took off and the users right foot was run over.